Event description:
The customer reported that the ventilator alarmed with high o2 inlet pressure alarm and no o2 available alarm. The customer reported that the unit was not in use on patient.

Manufacturer narrative:
Date of this report: 09/21/2018. Date of manufacturer: 06/13/2018. Failure analysis on the returned data acquisition (da) board shows that the customer returned da board was tested and no failures were identified.